Event description:
The disposable tibial template ijig arrived broken within the product packaging. The ijig is provided in two configurations. Surgery was completed successfully using the other tibial preparation ijig available within the product kit.

Manufacturer narrative:
The disposable tibial template ijig arrived broken within the product packaging. The ijig is provided in two configurations. Surgery was completed successfully using the other tibial preparation ijig available within the product kit. Review of the device history record indicates that the device was manufactured to specification.